Event description:
Customer reported abo discrepancies when testing 2 patient samples on the echo. The abo type for two patients tested were reversed on the instrument. Sample should have been a positive, resulted as b negative. Sample 2 should have been b negative, resulted as a positive. The samples were re-tested and resulted as expected.

Manufacturer narrative:
Review of instrument event log displayed the sample rack was loaded twice and the position of the samples in the rack was switched when the rack was loaded a second time. There were no warnings indicating duplicate sample barcodes. Customers were notified of this issue in customer communication (B)(6) on august 12, 2010.